Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using u-500 insulin with the pump. Tandem customer technical support informed customer that u-500 insulin is off-label per the user guide. Customer cleared alarm and resumed insulin to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.